Event description:
It was reported that the shock lead impedance (sli) was high, out-of-range in all vectors. The increase in sli had been gradual and the healthcare provider suspected lead fracture. Technical services also discussed the possibility of calcification of the lead. This right ventricular lead remains in service at this time and no adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Event description:
It was reported that the shock lead impedance (sli) was high, out-of-range in all vectors. The increase in sli had been gradual and the healthcare provider suspected lead fracture. Technical services also discussed the possibility of calcification of the lead. This right ventricular lead remains in service at this time and no adverse patient effects were reported. It was additionally reported that the rv lead was successfully explanted and replaced. It was noted during the replacement that the lead terminal pins had been reversed in the header of the implantable cardioverter defibrillator. No additional adverse patient effects were reported.